Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/20/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Oxygen accuracy test failed. There was no patient involvement.

Manufacturer narrative:
MFR received date: 01 oct 2019. The manufacturer¿s international service technician confirmed the reported oxygen accuracy test issue. The manufacturer¿s international service technician recommended replacement of the gas delivery system to address the reported problem. The customer rejected the device estimate and the device was returned unrepaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Oxygen accuracy test failed. There was no patient involvement.